Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: direction for use: 1) occlude drainage tubing a minimum of 10 cm below the sampling port by kinking the tubing until urine fills the tubing up to near (slightly above) the sampling port. 2) swab surface of site with antiseptic wipe. 3) using aseptic technique, position the needle less syringe (slip tip type or luer lock type) in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling port. 4) aspirate desired volume of urine. After sampling, detach the syringe. Ensure that the rubber stem of the sampling port has returned to its original position. 5) unkink tubing. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was placed in the operating room to manage the patient's temperature and to drain the urine, and the patient was kept in the ICU, but the fluid could not be drained properly.

Event description:
It was reported that foley catheter was placed in the operating room to manage the patient's temperature and to drain the urine, and the patient was kept in the ICU, but the fluid could not be drained properly.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- d, f, g, h . UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was placed in the operating room to manage the patient's temperature and to drain the urine, and the patient was kept in the ICU, but the fluid could not be drained properly.

Manufacturer narrative:
Initial reporter name: (B)(6) medical center (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.